Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the customer, from the hematology department, that it was impossible to remove the spring wire guide (swg) due to it remained blocked in the right atrium. The physician had to remove the entire catheter under x-ray control. As a result, another catheter was inserted without incident. The patient spent one night in the intensive care unit for monitoring. After that the patient returned to the hematology department. The patient is fine. Information received on 02/18/2010, from (B) (6) stated that the physician only had to remove the swg within the catheter and not perform a type of surgical cut down/intervention. Additional information received from (B) (6) on 02/19/2010 stated this event involved a patient. The patient's relevant medical history is leukemia. The insertion site is via left jugular. The swg was intact on removal.